Event description:
Per the clinic, the patient experienced a poor retention issue due to thick scalp. Subsequently, the patient underwent a device repositioning surgery under general anesthesia to reposition the implant superficial to temporalis muscle on (B)(6) 2022. The implanted device remains.